Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that this is the patient's 6th hip surgery - (5 revision surgeries and 13 closed reductions. Right hip - due to dislocation. In this revision, surgeon removed all components and implanted a restoration modular stem, 28mm ball with uh1 head and a bipolar head and 44mm liner. Used different company cup.